Event description:
Updated concomitant device: locking screw (part 04.005.530, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.a product investigation was completed: visual inspection performed identified the screw broke approximately mid shaft. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification. No new issues were identified. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Due to the post manufacturing damage of the distal tab, an accurate measurement could not be obtained for a dimensional inspection. The relevant drawing was reviewed as part of this investigation; no design issues contributing to relevant complaint condition were identified. Review of the device history record could not be performed as the lot number could not be determined. Review of the material record could not be performed as the lot number could not be determined. A definitive assignable root cause for the screw breaking postoperatively could not be determined based on the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal surgery due to a blade subtrochanteric femur non-union. The patient had the initial surgery where patient came in with a broken leg that was implanted with a trochanteric fixation nail advanced (tfna) on (B)(6) 2018. The tfna was broken at the pole in the proximal end of the nail. There were two (2) distal locking screws 5.0 x 40 mm in length, one (1) of those was broken and the nail was removed. The said fracture site of the non-union subtrochanteric was revived using bone graft and vivigen. They put a new nail end with the same side implants so they nailed the non-union. There was some delay in surgery given the fact that the original nail was broken. Patient status was unknown. Concomitant devices reported: nail distal locking screw (part/lot unknown, quantity 1). Tfna fenestrated screw 90mm - sterile (part 04.038.190s, lot h666258, quantity 1). This report is for a locking screw. This is report 2 of 2 for (B)(4).